Event description:
At 13:30 on (B)(6) 2021 the patient underwent laparoscopic partial nephrectomy under general anesthesia. During the operation the clip was broken and the operation was completed immediately after replacement with no adverse consequences.

Manufacturer narrative:
Qn# (B)(4). DHR review could not be conducted since the lot number was not provided. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 200 samples were taken from the current production p/n 544253 hemolok l clips 3/cart 42/box lot # 73l2101096, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
At 13:30 on (B)(6) 2021 the patient underwent laparoscopic partial nephrectomy under general anesthesia. During the operation the clip was broken and the operation was completed immediately after replacement with no adverse consequences.